Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy from the implantable cardioverter defibrillator (ICD). It was also noted that the patient experienced pain and was admitted to the emergency room (ER). Communication with the clinic confirmed the report and noted the device was reprogrammed. Approximately two weeks later all of the device therapies were programmed off. No further patient complications have been reported as a result of this event.